Event description:
On 9/22/98, staged bilateral breast reconstruction following lumpectomies and radiation with saline implants and revision of previous transrectus abdomin is musculocutaneous flap. On 11/13/98, apparent deflation of left breast implant. On 12/30/98, removal of deflated left breast implant with placement of new implant.